Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead that was returned was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure when the lead was fixed in the first position, the sensing and capture values were not good. When repositioning the lead, the helix was unable to extend into the new position. The lead was successfully replaced. The patient was stable.